Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that the left side of the left aligner is cutting into their tongue. Aligner fit is good, patient has been in the aligners for 3 days. Provided discomfort tips and hh tips to patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.